Manufacturer narrative:
The returned main pump tubing ar-6410 was tested on both returned and new dualwave arthroscopy fluid management system ar-6480 and tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump function as intended in both cases with no error message and/or audible alarm triggered. The returned main pump tubing was visually inspected and showed a collapsed neoprene sleeve as received, which is attributed to unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump. Final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a shoulder procedure, the ar-6480, dw pump was set at 40ml, the display was reading 35ml however, the fluid was flowing continuously, causing the patients shoulder to swell. The surgeon did not feel it was safe to complete the case. Additional information 10/15/2019. It was reported by the sales rep, that there are no pictures available, he cannot confirm if the pressure test or clamp tests were completed before the case started. The doctor used outflow suction to remove some fluids and pressure from his hands to remove the rest through the incisions. The case was not completed.